Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. Customer also reported not able to check his blood glucose due to errc 3 & 4 message. Customer reported experiencing symptoms of sweating and tremors. There was no reports of third medical intervention, death, serious injury or mistreatment associated with this event.